Event description:
It was reported that a newly paired sensor used with an ilet system and viewed in both the ilet and dexcom applications displayed glucose readings of 215 mg/dl while contemporaneous fingerstick values were 285 mg/dl, and the user was instructed to manually enter fingerstick blood glucose values to assist calibration and to contact dexcom support for a sensor replacement if inaccuracy persisted; troubleshooting and education were completed, and a subsequent fingerstick during the call was 255 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included customer education on calibration entry and monitoring guidance. Investigation of this case revealed no clinical signs or additional conditions and did not identify device malfunction, with the event consistent with sensor inaccuracy during early wear and ongoing calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.